Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911.the two reported crosslead tracker guide wires (hereinafter referred to as crosslead tracker-(1) guide wire and crosslead tracker (2) guide wire) were returned for investigation with the two concomitantly used differently-sized wingman catheters (hereinafter referred to as wingman-(1) catheter and wingman-(2) catheter). Each of the subject guide wires was found inserted in each of the concomitant catheters. The guide wires could be removed from their concomitant catheters. The returned crosslead tracker-(1) guide wire was found with its polymer jacket peeled at approximately 120mm proximal to the proximal solder (set at 55mm from the wire tip to fix the outer coil onto the core wire). The polymer jacket was gathered and deformed in an accordion-like shape at approximately 80mm proximal to the proximal solder. At approximately 50mm proximal to the proximal solder, the polymer jacket was found torn off, exposing the core wire, which was likely caused by contacting a sharp-edged object. The polymer jacket was turned inside out and distally folded at approximately 48mm proximal to the proximal solder, where part of the polymer was found torn and detached at the torn end. The crosslead tracker-(1) guide wire was found curved at approximately 20mm and 57mm from the tip. The returned crosslead tracker-(2) guide wire was found bent at approximately 20mm and 57mm from the tip; however there were no such damages as delamination of the polymer jacket found with the guide wire. Observation of the concomitantly used wingman-(1) catheter and wingman-(2) catheter found no such damages as bend. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that one of the concomitantly used wingman catheters was pushed and advanced while the subject crosslead tracker-(1) guide wire was curved, causing the metal tip segment of one of the wingman catheters to be in hard contact with the polymer-jacketed segment of the guide wire. Consequently, the polymer jacket of the crosslead tracker-(1) guide wire was torn off, increasing the resistance between the guide wire and the catheter. Although it was concluded that this event was not attributed to product quality, it was concluded that possibility could not be completely ruled out that some fragment of the detached polymer jacket of the guide wire might have been left in the patient anatomy. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] do not use the guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic part may contact surface of this guide wire. [This guide wire may be damaged or separated.] Observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip. [Otherwise, the guide wire may be damaged and/or trauma may occur.] In addition, ensure that the distal guide wire and its location in the vessel are visible during wire manipulations. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that a percutaneous peripheral intervention (ppi) was performed for a heavily tortuous and heavily calcified chronic total occlusion (cto) in the segment from superficial femoral artery (sfa) to the popliteal artery (pop). As anomaly was felt while an asahi crosslead tracker guide wire was being used with a wingman catheter (century medical), the guide wire was removed and found with its coating peeled at approximately 7cm from the tip. The guide wire was replaced for a jupiter fc guide wire (boston scientific), and the scheduled procedure was completed. It was informed that there were no health hazards to the patient which was caused by the reported event.